Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise. The lead ventricular sensitivity was programmed to 4mv and the ventricular output to unipolar configuration.